Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the cortical phase the system returns to the home screen and prime is requested again. Requested additional information. Additional information has been received stating that the event occurred before a surgical procedure.

Manufacturer narrative:
The customer reported that the system returned to the home screen and requested a re-prime during surgery. The company service representative examined the system and was not able to replicate the reported event. The company service representative checked on the fluidics module and footswitch, but did not perform the service test procedure (stp). The system was manufactured on october 23, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).